Event description:
Info received on 11/6/97 indicates entire device was removed from the pt and replaced on 10/29/97 due to fluid loss-cylinder.

Manufacturer narrative:
Pump performed within specifications. Reservoir performed within specifications. Cylinder had a wear leak. Cylinder was functional. Tubing had or damage.